Event description:
The customer received a blood glucose reading of 560mg/dl on the contour next link, re-tested on a different meter and the reading was 140mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined the offer to replace product.